Event description:
The clinical study investigator reported via the clinical research associate, that the patient was admitted to hospital and underwent a manipulation procedure of their hip replacement under anaesthetic on (B)(6) 2014. The patient is currently a participant in a stryker clinical study.

Manufacturer narrative:
An event regarding dislocation due to shell malposition involving a trident 0° x3 insert 36mm ID was reported. A review of the provided medical records by a clinical consultant indicated that the root cause of the dislocation was shell malposition. Based on the provided information, the product reported in this investigation did not contribute to the event and. No further investigation is required at this time.

Event description:
The clinical study investigator reported via the clinical research associate, that the patient was admitted to hospital and underwent a manipulation procedure of their hip replacement under anaesthetic on (B)(6) 2014. The patient is currently a participant in a stryker clinical study.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.